Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this right ventricular (rv) lead was contributing to the patient's significant tricuspid regurgitation (tr). Therefore, the pacemaker and lead system was explanted. No additional adverse patient effects were reported.